Event description:
The facility reported via user facility report (ufr) a pump that was involved in an overinfusion of fentanyl to a pt. The ufr stated, "coronary artery bypass (x3) pt with increased level of pain. Pt given a small bolus dose of IV fentanyl. Pt inadvertently received approx 20cc and became unarouseable with increased sbp, decreased o2 sats, and decreased respiratory rate of 4-5 per min. Dr notified and IV narcan dose administered. Pt had improved level of consciousness and improved breathng within 3 to 4 minutes." Despite baxter's efforts to obtain add'l info from the reporting facility's risk mgmt dept, details were not available regarding pt's demographics and status, serial number of the pump, other medication being infused, intended bolus of fentanyl, or set up and programming of the infusion device.